Event description:
On (B)(6) 2013, a patient contacted us regarding an adverse event. Attached to the complaint letter was a print-out of postings from this forum, "to wearers of acuvue oasys contacts" on (B)(6). This record is to respond to the following post: "(B)(6) 2011, I feel is should also post my experiences about acuvue oasys lenses as since I was convinced by my optician to change to these new spangly dangly lenses (read: more expensive) from acuvue advance I've had nothing but trouble - conjunctivitis twice and, the most serious, a corneal ulcer in my right eye. This ulcer is still ongoing and I'm having to go back to the hospital daily at the moment. My left eye also has some scarring, which seems to have been caused by the several occasions that these lenses have stuck fast to my eye ball and I have literally had to scrape them off with force. Of course, the opticians are insistent that it isn't the lens (despite the fact that I've worn contacts for 14 years without any problems, until the change to these lenses. The previous generation were fine for me (acuvue advance) so, if I can ever recover the sight in my right eye back to normal again (yes, its that serious), I might go back to those... Or I might just tell johnson and johnson where to stick their lenses as there is blatantly a problem with these lenses that can affect a large minority of people."

Manufacturer narrative:
Attempts to contact the poster have been unanswered. No additional information is available at this time. Corneal scarring may or may not be a serious injury depending on the location, size and affect to visual acuity. Based on the limited information received, this injury will be reported as a serious injury as a worst case. This report is for the event in the left eye. The event for the right eye is captured in manufacturer report number 1033553-2013-00146. Based on all available information, no causal factors can be determined and no conclusion can be drawn. Additional information will be submitted within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings. Labeling states device is approved for single use or reuse. (B)(6).